Event description:
The customer reported that images was not transferred from the sensor to the computer. It was resulting in missing images.

Manufacturer narrative:
(B)(4). That was a same error which we have experienced and analyzed in the past. This error caused by the timing at which the sharpness adjustment is processed when exposures are taken and the timing at which the exposed images are stored. The problem has been corrected in a subsequent software upgrade (version 1.40.3) and apply the accumulative patch. (B)(4).